Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery capacity was not lasting as long as it is expected to. The battery will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Log files were not available for analysis. Failure analysis of the returned battery revealed that the unit passed visual inspection and functional testing. Functional testing revealed that the capacity of the battery was lower than expected. It was noted that the battery had a cycle count of 302 and that there was a time difference of more than 960 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The battery is still able to provide power for more than two hours as indicated in the instructions for use (IFU). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an expected degradation of capacity as a result of non-usage over time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.